Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 175 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. The customer stated the insulin did not exit and alarm no delivery. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device alarm no delivery with manual prime. The customer was advised that the alarm may been caused by a se/reservoir occlusion. The customer was advised to replace the set and reservoir as soon as possible.